Event description:
It was reported that a device was used during a colostomy takedown. After firing the device, the surgeon noted that there was a leak in the staple line. Upon inspection of the staple line, the surgeon noted missing staples. The case was converted to an open procedure and completed with hand suture.